Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) that was exhibiting undersensing. Programming changes were performed to resolve the issue. The patient was in stable condition.